Manufacturer narrative:
The information included is all the information provided by the account. Additional information has been requested of the account but as of yet, no response has been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; there was an inflammatory reaction on the knee. The tissue was damaged.